Manufacturer narrative:
Product analysis #(B)(4): equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5 as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within a dispenser coil. Visual inspection/damage location details: no damages or irregularities were found with the echelon-10 hub. No bends or kinks were found with the echelon-10 catheter body. No damages were found with the echelon-10 distal tip or marker bands. Testing/analysis: the echelon-10 total length was measured to be 152.6cm and the useable length was measured to be 145.0cm which is within specification (specification: total (ref) = 152cm; usable = 144.0 cm 1.5cm). The echelon-10 micro catheter was flushed, and water was observed exiting from under the outer strain relief. The outer strain relief was removed. No gaps were found between the hub and the catheter shaft. Color dyed water was flushed through the hub, and a fluid path was found between the hub and inner strain relief (see figure j, k and l). Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter leak¿ at the tip was not confirmed. However, during analysis, a leak was found under the outer strain relief. It is likely the leak is caused when grilamid (nylon tubing) is not fully fused on to the catheter during hub assembly. However, the device is 100% visually inspected for adequate amount of adhesive and 100% leak tested (as per mp0367). There is an indication that the event could be related to a potential manufacturing issue; therefore, a device history record review will be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during hydration, it was found that the echelon10 was leaking water at the junction of the echelon tip. A new echelon10 was used in the procedure. The echelon10 and any accessories were prepared as indicated in the instructions for use (IFU). The echelon10 was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an aneurysm. The access vessel was the femoral artery with a diameter of 2.5mm. It was noted the patient's vessel tortuosity was normal.